Event description:
Caller reported alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. The customer was instructed to perform various troubleshooting steps, including disconnecting the tubing and delivering a 5-unit bolus, but declined to continue with troubleshooting. The customer changed supplies as necessary and resumed insulin therapy.